Event description:
Caller reported an incident of hypoglycemia requiring treatment by layperson, professional medical treatment, and hospitalization at a time when the mobile system gave blood glucose results that did not reflect hypoglycemia. According to customer's mother, on friday at 22:01, daughter entered mobile system blood glucose result of 18.3 mmol/l to her insulin pump, pump adjusted with an unspecified. Patient reported symptoms of hypoglycemia. At 22:25, she entered result 19.9 mmol/l to the pump, adjust with a new, unspecified bolus. Retest result at 23:15 was 25.5 mmol/l. Not entered in the pump. Patient reported symptoms of hypoglycemia, went to wash her hands to retest. Retest at 23:16 was 7.1 mmol/l (also not entered in the pump). At 23:19, measured 2.3 mmol/l, mother went downstairs to get some juice. Daughter came down presenting symptoms of hypoglycemia, was given 500 ml of juice, 60 grams of carbohydrates. At 23:25, measured 2.1 mmol/l (this was entered to the pump together with the carbohydrates). At 23:3,7 measured 5.7 mmol/l and at 00:12 measured 5.3 mmol/l. Patient went to bed, and mother set her alarm for 02:30. At 01:20, other daughter alerted mother that patient is acting weird. Mother went into patient´s room and was not able to wake her. Mother measured at 01:36, result was hi, which on the system indicates a result in excess of 33.3 mmol/l. Mother called an ambulance, decided over the phone with a nurse to give patient a glucopen (amount of glucose unknown). At 01:48, result was 2.8 mmol/l. Ambulance arrived, gave her unspecified about of glucose gel and she was still not conscious. Mother tested with the mobile before they left for the hospital at 02:03, result was 5.5 mmol/l. Patient became conscious, was transported to the hospital. Result at the hospital with unspecified hospital meter at 04.00 was 15 mmol/l. Adjustment was made to the pump. Customer was admitted to the hospital, was released the next day. A request was made for the return of the meter and strips.

Manufacturer narrative:
The event occurred in (B)(6).